Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The trailing haptic appears to be stuck between the plunger and cartridge on the returned photo. The returned photo shows an activated company device. The trailing haptic appears to be stuck between the plunger and cartridge. We are unable to determine the root cause for the reported complaint "trailing haptic did not fold and got wedged between blue plunger and cartridge". The product was not returned for analysis. The trailing haptics stuck is observed to be stuck between the plunger and cartridge on the returned photo. Straight trailing haptic may have occurred during the lens advancement resulting in the reported complaint. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degrees celsius or 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The directions for use (dfu) instructs: visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, trailing haptic did not fold and it got wedged between the blue plunger and the cartridge which was straight trailing haptic. It was also stated that the lens was implanted and explanted.the lens and as a part of that haptic, was ripped off due to the delivery. Additional information recieved and stated that there was no patient harm.